Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: g3. Initial MDR report tw (B)(4) /medwatch 2249723-2023-00741 was submitted containing a blank ¿date received by manufacturer¿.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) horizontal lines through top display. There was no patient involvement.

Manufacturer narrative:
Additional contact information: (B)(6).it was reported that the cardiosave intra-aortic balloon pump (iabp) unit had horizontal lines through top display. A getinge field service engineer (fse) stated during pm noticed horizontal lines through upper display. Replaced upper display and labels. This corrected the issue. Consumed display screw kit. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use. There was no patient involved. The defective components were received for further investigation. The top display assembly part was observed per the cardiosave service manual with no visual damage. The national repair center installed the top display assembly into the cardiosave test fixture and tested the display assembly to factory specifications per procedure and the cardiosave service manual. Failure of display was observed. Horizontal lines on display. Part is no longer able to be tested by supplier. Investigation completed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.